Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -15.35%. This issue occurred during testing. There were no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the investigation of a -15.35 percent failed accuracy. Upon receiving the product, the investigator noted that the device was in good physical condition along with a scratched screen. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The event log was reviewed with no evidence of the reported problem found. The customer?s concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of + or- 3 percent and well within the published specification of + or -6%. No further actions were required.